Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve release, hypotension was observed. Medication was administered and echocardiogram showed pericardial effusion. After several attempts to reverse the hypotension, a contrast pump was placed revealing a left ventricular dissection. It was possible the dissection was caused by a non-medtronic guidewire. The patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was performed without success. Cardiac surgery team was called but was also unsuccessful. After a few minutes, death was confirmed by the physician. The cause of death was not reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e volutr-23, serial/lot #: (B)(4), ubd: 23-sep-2022, UDI #: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Additional information was received which reported that the effusion was attempted to be treated with a puncture, but was not successful. A left lateral thoracotomy was also attempted, but with the adhesions present it was not possible to drain the pericardial effusion. According to the physician, the cause of death was the pericardial effusion. A medtronic device did not cause or contribute to the death due to pericardial effusion or the reported dissection. It was reported that the cause of the dissection was the patient's comorbidities. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.